Event description:
It was reported that the customer was hospitalized; details and nature of event were not provided. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.